Event description:
It was reported that a skin reaction occurred. On (B)(6) 2025, the patient developed pain, redness and a purple color pimple (bump), inflammation/swelling), and an infection at the needle puncture site. She used over the counter neosporin ointment on the area, but it did not improve. The pimple grew larger, became more painful, and fluid discharge along with pus accumulated in the site. On (B)(6) 2025, the patient visited an urgent care clinic where an incision and drainage (I&d) procedure was performed to alleviate the pus, followed by the collection of a wound culture for testing (results were not specified). Wound packing was applied to the site to promote healing, and the area was then covered with a bandage. After an hour, she was discharged home with a prescription for oral antibiotics (bactrim 800/160 mg, every 12 hours for 7 days). At the time of the report, the patient indicated that the area was gradually improving. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).